Event description:
It was reported that the patient experienced high blood glucose levels after inserting the site of a cleo® 90 infusion set and starting the pump. The suspected cause of the high blood glucose levels was irritation at the site after insertion. The patient's blood glucose levels were 400 mg/dl at the time of the event. The patient did not test for ketones. To address the high blood glucose levels, the patient administered a bolus through their pump. No permanent injury was reported.